Event description:
It was reported that a foreign metal object fell into the patient's eye during phaco procedure. The foreign object was removed without any patient adverse event. No additional information was provided. This report is for the sleeve. A separate report will be filed for the phaco tip.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : see h10.